Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) and found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. Review of the history log supports the reported event parameters; however no malfunction could be identified. Manufacturer report number 1314492-2012-00061 and 1314492-2012-00062 are related to this report. These events occurred at the same facility and involved the same nurse, pt and medication.

Event description:
It was reported that a pump under infused vancomycin to a pt. The device was programmed to deliver at a rate of 166ml/hr and 250ml vtbi. The customer stated that when the device signaled 255ml infused, 75ml remained in the container.